Manufacturer narrative:
Concomitant products: product ID: 419488, lead, implanted: (B)(6) 2006. Product ID: 1388t, pacesetter lead, implanted: (B)(6) 2000. Product ID: h601h29, heart ring, implanted: (B)(6) 1994.

Event description:
It was reported that the patient was in ventricular tachycardia (vt), but the implantable cardioverter defibrillator (ICD) device misclassified the episode as supra ventricular tachycardia (svt) due to the onset criterion, which resulted in withheld therapy. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.